Event description:
It was reported that while using a regular retainer, the patient complained that most of the aligners didn't fit and the support team failed to help with the issue. Inflammation, sensitivity, not fitting, and loose was also noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.